Manufacturer narrative:
The insulin pump received with a blank display due to broken solder joint on the interface circuit board. The insulin pump had minor scratches on the display window, broken battery tube threads, cracked reservoir tube lip. Unable to perform idle current test, run current test, self test, off no power test, reset error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, or displacement test due to blank display. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump had a blank display after being dropped on the floor. The blood glucose reading was 135 mg/dl. The insulin pump did not show signs of physical damage and had not been exposed to moisture. The battery cap was not missing or damaged and the battery compartment and spring not damaged or corroded. The display did not return after cleaning the battery cap and inserting a new battery. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.